Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device revealed a chip in one post and two deformed retention springs on the size 5-6 spacer block. The investigation findings did not indicate that a broader investigation or corrective action was necessary. The 254401014 attune spacer block associated with the reported event was not returned for evaluation. (B)(4) risk management dfmea considers the risk associated with losing a balseal as a broadly acceptable risk (bar) and states: if the components assemble and the scrub nurse does not realize that one balseal is missing, the components will still latch, however during disassembly they may realize a balseal is missing which may result in an increase surgical time to find the missing balseal. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Based on the inability to confirm the reported event or draw any conclusions about root cause, the need for corrective action was not indicated. Monitor complaints through post market surveillance (B)(4).

Event description:
It was reported that the articulating surface was missing retention spring. Sz 9-10 5mm spacer has cracked next to retention ring. 8 lt trial femur has cut mark on condyle. Sizing guide had cracked in knob/handle. All issues were found before surgery began and were removed from case immediately. Nothing broke into multiple pieces therefore everything was fully recovered. No surgical delay.